Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump error. The customer¿s blood glucose level was 152 mg/dl then customer stopped use of pump and put herself at long acting insulin. Customer's current blood glucose level was 293 mg/dl which treated with manual injection. It also stated that insulin pump was feel into tub due to this pump exposure to fluid. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with critical pump error (open book image) alarm during testing and unable to download due to moisture damage on the electronic assembly. Unable to perform the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image) alarm. Unit was received with moisture damaged force sensor assembly, cracked case along the side of the battery tube, missing reservoir tube retainer, scratched case and minor scratched lcd window.